Event description:
The device depleted abnormally and impedances were greater than 4,000 ohms. The device was replaced.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or, when additional information is received from the hcp.